Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that syringe in foley tray was smashed (pcn#947316). Drain bag opening where the tip for emptying sits was all smashed which allowed urine to leak all over the operating room floor (pcn#154002). First one the foley catheter balloon popped (pcn#175816) and the second try, the balloon leaked (pcn#175816). Per follow up response via email on 16jul2024, customer stated that they were all the same lot#nghz3646. No additional patient impact from this event.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect operation. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use". Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that syringe in foley tray was smashed (pcn#947316). Drain bag opening where the tip for emptying sits was all smashed which allowed urine to leak all over the operating room floor (pcn#154002). First one the foley catheter balloon popped (pcn#175816) and the second try, the balloon leaked (pcn#175816). Per follow up response via email on 16jul2024, customer stated that they were all the same lot#nghz3646. No additional patient impact from this event.